Event description:
It was reported that insulin delivery on an ilet system was stopped overnight, prompting a request to review engineering logs to determine whether delivery was paused, an occlusion occurred, or insulin was depleted. Symptoms included hyperglycemia. Outcomes included user self-management without medical intervention. Investigation included review of engineering logs and user follow-up. Investigation of this case revealed that the user had depleted insulin and intentionally paused the ilet overnight to avoid changing supplies, then replaced supplies and resumed therapy; no device malfunction, occlusion, or alarm-driven interruption was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated therapy pause due to running out of insulin.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.